Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that battery was overdischarged as of (B)(6) 2020. The device was jumpstarted, cleared power on reset. Patient was told to charge to full x 1 week then can turn back on. The issue was resolved. No symptoms reported. New information was received on (B)(6) 2022 that the patient presented with an overdischarged battery. It appears that this is their third od. Patient stated that they really haven¿t had much pain over the past few months and so they just stopped using it. Patient does not want to try and charge it to the point that we can verify the 3rd overdischarge since they don't feel like they need to use it anymore anyway. Patient's battery will reach end of life (eol) in june and they are going to consider removing the battery vs leaving it in, but does not think that they will have it replaced.